Event description:
On (B)(6) 2025, the patient received the following sets of results: 50 mg/dl at 7:50 a.m. 23 mg/dl at 7:51 a.m. 98 mg/dl at 7:52 a.m. 48 mg/dl at 5:29 p.m. 157 mg/dl at 5:31 p.m. On (B)(6) 2025, the patient received the following results within 15 minutes: 48 mg/dl at 7:49 a.m. 157 mg/dl at 7:34 a.m.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction: the primary UDI number was updated in section d4 based on the returned product.